Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection and an adverse event. The patient came home at 3:30pm and ate half a sandwich while sitting on the couch and stated that the dexcom was displaying her blood sugar between 100-150mg/dl. The patient¿s sister came home screaming to find the patient half way off the couch seizing and turning blue in the face. The patient¿s sister gave the patient a glucagon pill and poured maple syrup into the patient¿s mouth. The patient stopped seizing and slowly began to regain her balance when the ambulance arrived. The emergency medical technicians (emts) checked the patient¿s blood glucose (bg) and it was 30mg/dl. They waited and monitored the patient as the patient¿s bg levels started to increase and left. The patient indicated that after the ambulance left, they had a migraine, was dizzy and started vomiting. The patient decided to go to the emergency room (ER) at 10:00pm and left 10 hours later after she was in stable condition. Treatment at the ER is unknown. Additionally, the patient stated that after looking at the data on the receiver, they noticed that there was a gap in readings when the event occurred and the dexcom started alerting when they were well below the low alert settings. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined.